Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas sleep/wake button became unresponsive, and the user was instructed to place the device on the charger and then remove it, after which the sleep/wake button functioned as expected. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the device recovered normal function after a power-cycle via charging, consistent with transient user interface unresponsiveness without persistent hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient, non-reproducible device interaction that resolved with standard troubleshooting.